Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14887. Imagery provided by the complaint site was reviewed and the following was observed: 3mensio imagery reveals severe tortuosity and mild calcification within the patients access vessel and the tortuosity of the horizontal aorta. The device history record review performed did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. Additionally, a lot history review as performed and revealed no other similar complaints. A review of the IFU and training manuals was performed, and no deficiencies were identified. During manufacturing, visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing on sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for difficulty withdrawing the delivery system from the deployed valve was unable to be confirmed due to the unavailability of the device or relevant imagery. No manufacturing non-conformance could be determined due to unavailability of the device for evaluation. A review of the DHR, lot number and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per the complaint description, the patient had a tortuous horizontal aorta. Tortuosity found in patient anatomy can create challenging pathways for the delivery system to travelers as it reaches the native annulus. It was also mentioned that the due to the tortuosity exhibited by the patient¿s anatomy the delivery system was torques 2 ¿ 3 times. Torquing and twisting the delivery system, the user may have inadvertently twisted the balloon material making the fluid pathway narrower requiring longer time for the inflation and deflation of the balloon. Per the case notes provided, ¿approximately half of the volume was still on the ds balloon when it was being pulled back out of the annulus, so during the removal the ds caused the fully deployed valve to embolize into the aorta¿. Furthermore, per the case notes the device was tested upon removal and showed no issues when inflating and deflating. Available information suggests that patient factors (tortuous horizontal aorta) and procedural factors (excessive device manipulations when tracking through patient anatomy) contributed to the reported event. However, due to lack of imagery and returned device, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of the device or relevant imagery. Available information suggests that patient factors (tortuous horizontal aorta) and procedural factors (excessive device manipulations when tracking through patient anatomy) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Since no edwards defect, manufacturing non-conformance and/or labeling/IFU inadequacies were identified neither a product risk assessment escalation, nor corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is still ongoing. This is one of two manufacturer reports being submitted for this case. This report was created to capture the withdrawal difficulties with the delivery system.

Event description:
As reported by the field clinical specialist (fcs), this was a tf tavr procedure for a 23mm sapien 3 ultra in the native aortic annulus. The patient has a tortuous horizontal aorta.  The sapien 3 ultra valve was deployed with nominal volume and landed in a 90:10 aortic/ventricular position with no paravalvular leak and was fully expanded. Once the pacer stopped, the commander delivery system was deflated and pulled back from the valve.  But there was still residual fluid in the balloon and as it was being pulled back out of the annulus, it caused the valve to embolize into the aorta. The embolized valve was dragged back to the descending aorta with the delivery system and implanted near the renal arteries. The valve was post-dilated and was in stable position. The delivery system was deflated without issues and removed through the esheath without difficulties.  It was decided to abort the case and bring the patient back at a later date for a tavr procedure via subclavian approach.  The patient was doing well post procedure. Upon removal, the delivery system was tested at the back table and it was able to be inflated and deflated without issues. No damage to the delivery system was observed. The devices were discarded at the facility. Per report, it is possible that post deployment the inflation plunger was inadvertently not held back long enough to fully deflate the balloon leaving extra contrast in the balloon (approximately half of nominal volume). This resulted in a longer deflation time, as well as the valve embolization. The time of inflation/deflation of the delivery system was approximately 10 seconds.